Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant medical products: pn: 11-103204, ln: 289000, taperloc por fmrl lat. Pn: us157858, ln: 596850, m2a-magnum pf cup 58od. Pn: 139264, ln: 189250, m2a-magnum 52-60mm tpr. Therapy date - (B)(6) 2015.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." The following sections could not be completed with the limited information provided. Event date: (B)(6) 2015. Explant date: (B)(6) 2015. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-04754 / 04755).

Event description:
Legal counsel for patient reported left hip revision approximately five years post-implantation due to pain, tissue destruction, bone destruction, metal wear, metal poisoning, and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Review of invoice history shows the modular head was removed and replaced and a poly bearing was implanted.

Manufacturer narrative:
(B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by visual examination of device. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. One m2a-magnum mod hd sz 52mm was returned and evaluated. Upon visual inspection the head has marks on the face and some scuffing on the outside diameter. The taper has a black ring around the inside. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient had an initial left total hip replacement and subsequently was revised six years later due to persistent pain and a leg length discrepancy. Preoperative diagnosis of soft tissue damage consistent with metallosis. Attempts were made to obtain additional information; however, none was available.